Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant troponin result. Quality control (qc) was within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse replaced a defective grey peristaltic pump (aspirate waste pump) after finding liquid in the luminometer rotor and evidence of waste dripping back into the luminometer. The cse performed 30 replicates of precision run of multi diluent using troponin sample with good results. A siemens headquarter support center (hsc) specialist evaluated the data. Troponin is a low relative light units (rlu) result range. This means that any change in the quality of the wash performance or the sample preparation can create enough change to cause a discordant result. The cause of the discordant tniu result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high troponin result was obtained on one patient sample on an advia centaur cp instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high troponin result.